Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) associated with this complaint, and a failure analysis (fa) investigation was completed. Fa confirmed and replicated the customer reported complaint. The unit was tested on an in-house system, and during the backdrive inspection, the arm felt sluggish with yaw and pitch motions. The unit was also tested on a patient side cart fixture test platform (pftp) with no related errors. To address the issue, the yaw - pitch motor module, the yaw - pitch harmonie drive, and the elbow bearings will be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, the surgeon experienced some difficulty while using universal surgical manipulator (usm) 4. The surgeon noted that the movement "felt off," and the field service engineer documented that the usm was sluggish. The clinical sales representative (csr) was not present for the case; he was told by the da vinci coordinator that the arm was "acting funny," and it cut a few sutures on accident. It was unclear if the issue was with the instrument or with the arm. The surgeon re-did 3 sutures, as a result of this issue. The csr did not have any further information. The system was power-cycled after the procedure was completed. The technical support engineer (tse) reviewed the logs, and no associated faults were observed. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis, and the investigation is pending. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.